Event description:
Philips received a complaint on the intellivue mp50 monitor indicating the system ECG default contact deactivates without the caregiver's knowledge. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) went onsite to evaluate the device in question. The rse indicated during an evaluation of the system that the faulty contact for the ECG alarms stop before being discharged. The rse checked to confirm audio with the system and update the system configuration for customers preference. The manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required. Reporting address state (B)(6).